Manufacturer narrative:
The removed tah-t cannula piece will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer reported that the patient observed a small tear in the 70cc tah-t cannula. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair.

Manufacturer narrative:
The removed tah-t cannula piece was returned to syncardia for evaluation. The customer-reported cannula air leak was not able to be confirmed because an air leak test could not be performed on the cannula section since there was a cut spanning the length of the returned section. The cannula tear was confirmed through physical examination of the returned section of cannula which could have contributed to the air leak reported by the customer. Similar to other malfunctions observed in the field and previously documented, this tear occurred near the cannula/cpc junction. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. Syncardia has an open CAPA (corrective and preventative action) to document the potential root cause and corrective actions associated with this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the patient observed a small tear in the 70cc tah-t cannula. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair.